Event description:
It has been reported to the company that the occlusion balloon deflated during the case. The physician inserted the occlusion balloon wire into the patient and inflated the balloon to occlude the artery. The physician then inserted a pre-dilatation balloon. After the movement of pre-dilatation, it was noticed that the occlusion balloon had deflated. The occlusion balloon was removed from the patient. The physician then inserted a guidewire and continued the procedure without protection.